Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke post ablation procedure for atrial fibrillation (a fib). A farawave ablation procedure was used, and no issues or complications occurred during the actual procedure. However, the physician did have difficulties visualizing the appendage due to the patient's enlarged atrium. The patient also was scheduled for tooth extraction a few weeks before the incident and the patient stopped taking warfarin for nine days leading to low international normalized ratio. A hemodynamic response was noted post ablation after patient was cardioverted back to sinus rhythm. When physician visited the patient in post-anesthesia care unit, he noticed they were only able to wiggle toes of one side. Fifteen minutes later on reassessment there was no change to the patient's condition. A stroke team was called and a thrombectomy was performed. The device was disposed.